Manufacturer narrative:
The inserter was evaluated. The device wasn't worn as reported; a portion of the tip had fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage. The cause of the tip fracture was determined to likely be a positioning error during use, in which the tip was not properly seated in the screw while torqueing.

Event description:
It was reported that a screw inserter was found worn after a surgical procedure was completed. However, examination of the inserter by the manufacturer found that a portion of the tip has broken off. There was no patient injury reported as a result of this event.